Manufacturer narrative:
A follow up report will be sent when analysis is complete.

Event description:
Hcp reported pt had signs and symptoms of withdrawal at approx 5 pm every evening and sometimes throughout the day. X-rays appeared normal. There was no pt response to a 40 mcg bolus of lioresal. There was no pump volume discrepancy on refill. There was good csf flow from the catheter when it was disconnected from the pump in the operating room. The pump was replaced.